Event description:
Event description guidant received information that during the device replacement procedure, this lead exhibited an impedance >2500 ohms. The lead was then removed and successfully replaced.,